Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of signals. As a result, a revision procedure was performed, and the lead was explanted and replaced. Of note, during the surgical procedure severe fibrosis in the subclavian vein and rv septum was identified. No additional adverse patient effects were reported. Product return availability information was requested to the field. Three product return requests were made with unsuccessful results, as no response was received. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.